Event description:
Guidewire tip became lodged during port placement. Wire tip became stretched and thinned, tip remained embedded. CT images show retained tip of wire (extravascular or lodged in a very small vein) extending inferiorly into the ivc. FDA safety report ID # (B)(4).